Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2021-01859. Zimmer biomet complaint number (B)(4). A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implants at tooth sites #30 & #11 did not integrate due to lack of primary stability and were removed. The areas were grafted and the patient is returning for implant replacement at a later date.

Event description:
It was determined that the implant reported has an incorrect lot number associated with this product. During follow up, the customer was unaware of a separate lot number.

Manufacturer narrative:
This report is being submitted to relay additional information and corrected data. The following sections are being reported: b3: event description was updated. B4: date of this report was updated. D4: lot number and unique device identifier (UDI) number updated to unknown. G6: type of report was updated. H2: type of follow up was updated. H4: device manufacture date updated to unknown h10: narrative/data was updated. It was determined that the tsv4b13 reported has an incorrect lot number associated with this product.